Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (adhesive around lg lens has a chip, adhesive around objective lens has a chip) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had chipped adhesive around light guide lens and objective lens and foreign material inside light guide lens and distal end. There was no patient involvement.